Event description:
Customer reported receiving a high glucose reading from their freestyle flash meter which is higher than they felt. Customer reported experiencing symptoms of disorientation, not able to recognize her husband's name, profuse sweating, loss of consciousness and seizure. Customer reported she was found unconscious by her husband and the paramedics were called and treated customer with glucagons and oxygen through face mask. Customer was then transported to the hospital where she was being diagnosed with severe hypoglycemia and treated with oxygen mask and unknown medications for glucose control. Customer also reported she was in rehabilitation for a week afterward. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.